Event description:
Same case as mfg# 3003853072-2013-00054, 00055. It was reported that post-operatively three instinct java blockers were found to be backed out of the screw heads. This was discovered via x-ray. The blockers were removed and replaced with new blockers. The pt condition is reported as "good" after revision.

Manufacturer narrative:
Add'l relevant info will be provided when the device eval is completed.